Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-012585. It was reported the patient's scs leads migrated. Surgical intervention was taken to revise and move the leads down. Effective stimulation therapy was successfully restored postoperative.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis

Event description:
Related MFR report: 1627487-2019-012585.